Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor failed to alarm when their glucose was low and as a result, they had experienced symptoms of tremors, a loss of consciousness, and was unable to self-treat. Emergency services were called and a glucose infusion was administered for the diagnosis of hypoglycemia. A post-treatment capillary result of 92 mg/dl was obtained. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor failed to alarm when their glucose was low and as a result, they had experienced symptoms of tremors, a loss of consciousness, and was unable to self-treat. Emergency services were called and a glucose infusion was administered for the diagnosis of hypoglycemia. A post-treatment capillary result of 92 mg/dl was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. High glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.